Event description:
Affiliate reported that the stepping motor detached from the base plate. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a visual examination revealed that the stator was dislodged. As a result the position and pressure of the device could not be determined. Upon further examination, it was found that no defects were noted on the valve casing or the cam. As a result, the root cause for the dislodgement of the device could not be determined. A review of the device history records confirmed that this device conformed to the required specification prior to distribution. Enhancements were made to the design of this device in the 2004/2005 timeframe. It was determined that this device was manufactured prior to the enhancement of this device. Based on the results of this investigation no further acton is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.